Event description:
A patient reported experiencing frequent urination due to inaccurate low readings with a one touch meter. Patient takes set amounts of insulin and is not using a sliding scale. The day of the event, patient's blood glucose was in the mid 30-40s on the ot meter although patient was having urinary frequency. Patient ate some sugar and 1 hour late patient/s blood glucose was 105mg/dl on ot meter. Pt went to ER where patient's blood glucose was 247mg/dl per a lab test compared to 125mg/dl on the ot meter. Pt was not treated at the ER. On contacting lifescan, csr discovered that the ot meter was set in mmol/l instead of mg/dl. No further information has been reported.